Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A cusaexcel with console 110v ac with footswitch was not functioning during surgery and was described as follows; the surgeon found that the irrigation pump did not work and the unit would not work "normally" (normally was not described). The unit was not in contact with the pt and the pt did not incur an injury as a result of this event. The surgery was delayed, however, the specific amount of time it was delayed was not provided.